Event description:
It was reported that after the iab was inserted and connected to the pump, the pump's high pressure alarms occurred. The pump was exchanged, but the alarms continued. Under fluoroscopy, it was determined that the balloon had not unwrapped. The iab was removed and replaced without any pt complications.